Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient has been trying to go through passive recharge mode to get her ins out of over-discharge for a few days, but has been unsuccessful with getting into a normal recharge session. Patient was overheard during call stating that she had first had an issue with charging it a week ago. Rep met with the patient today and is trying to get through them while with the patient in the clinic, but is also unsuccessful. Rep reports the numbers on the coupling screen show 100 in all three places (low-high) and she has been trying to get out of passive recharge mode for approximately 20 minutes. Technical services (ts) had rep pull the paddle away from the patient's ins to see if the numbers on the coupling screen changed. Rep reports they did not and stayed at 100. No symptoms were reported. Additional information received from the patient. Pt called back stating that two weeks ago maybe the recharger didn't work so they were sent another one but now the battery pack wasn't working as the controller wouldn't power on. Patient services (pss) had the pt remove the battery pack from the controller and connect the controller to the ac power supply; the contro ller was not powering on. Pt confirmed that the ac power supply green light was on. Pt noted that the ac power supply cord was new. Pt said that they were really moving slow and could really tell the difference without the ins. Pss reviewed controller replacement with the pt.